Manufacturer narrative:
The device has been received by the manufacturer. The investigation is pending.

Event description:
It was reported, on an unknown date, a plum 360 displayed a reset the total volume between 900 and 1000, between the first and second line. There was no patient harm reported. No additional information is available.

Manufacturer narrative:
The alarm log was checked on screen and logs were downloaded and sent for review on 15-aug-2022. Time period: (B)(6) 2022 to (B)(6) 2022, no major alarms in the log. The following was noted in the ¿as found condition¿: the device is in good condition. The device passed inspection and all performance verification testing (pvt) tests without any issues. The device was functional as per specification. The complaint was not confirmed, and no problem was found. The device appeared to have been operating per specifications. Due to the lack of specificity in the customer complaint as to the complaint dates of the suspected incorrect behavior and the type of malfunctions it was not possible to confirm the complaints.